Event description:
It is reported that the product was not in the package. The surgeon took about 10 min to saw the humeral head to make a small "cement restrictor" with it. Only the nozzle was in the package.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.